Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. B1, b2, b5, d12, h1, h10, h6; code 2199-remove, code 4682-remove b1, b2, b5, d12, h1, h10, h6; code 2199-remove, code 4682-remove.

Event description:
It was reported that the insulin gauge was inaccurate. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Bolus was delivered to address elevated bg level. The customer reverted to an alternate method of insulin therapy.